Event description:
Information received with return of the explanted device notes oversensing. The patient became completely pacemaker dependent post a-v nodal ablation and experienced syncopal episodes.